Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Add'l info will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure, the fire star balloon failed to cross the lesion. Addendum product return (B)(6) 2009: the product was returned with the hub separated in two at 37cm from distal. Multiple kinks and bends throughout shaft. According to the site, the product was in this condition when it was returned. However, the product did not separate in the pt and the product did not kink or bend in the pt.